Event description:
It was reported that the during central processing, the fenestrated bipolar forceps instrument was found with physical damage. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument has been sent back to isi for evaluation. It was identified during sterile processing before the cleaning process began.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage near the base of one of the grip tips and near the grip cable crimp location. An electrical continuity test was performed and passed. No obvious damage to the conductor wire was observed.